Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The stent had dislodged from the balloon. Apparently, it was possible to push the stent to the correct location, slip a small balloon inside the stent and deploy it. No further issues, the patient is doing fine.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The proximal balloon shoulder is slightly crushed. Stent imprints on the exposed balloon surface indicate that the stent was crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The proximal balloon shoulder is slightly crushed. Stent imprints on the exposed balloon surface indicate that the stent was crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.